Event description:
A fire dept emergency crew arrived on scene of a person who had collapsed. Reportedly, when an attempt was made to resuscitate the pt with the device, the defibrillator failed to deliver a shock. The info reported is not clear upon what observation or observations this allegation was based. Approx one minute later an als crew arrived on scene and continued pt use with their defibrillator. The pt was transported to the hosp and was pronounced. The fire dept chief indicated that pt outcome was not affected by the reported discrepancy.